Event description:
The pt was admitted for upper respiratory problems, possible pneumonia, congestive heart failure, later developed sepsis. Initial intubation, subsequnetly on a ventilator. In & out of comatose-like state. Bedridden. Foot boot with pump device place on pt's feet to aid in circulation. Feet became cold, developed gangrene, no pulses in feet. Medical device removed and taken out of service until it can de determined safe.